Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2012 essure removal date provided as (B)(6) 2006. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury to herself" updated to "pelvic pain female", events- " abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding)", patient demography, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.